Event description:
Dr. (B)(6) had a few issues with 2 of them today (he's not one to complain). One wouldn't unfold and the other would not engage the iris to open the pupil. No patient injury reported.